Manufacturer narrative:
The quality specialist confirmed the reported event and noted metal shavings were found and the driveshaft had score marks. According to a review of the risk documents, wear on the driveshaft can produce metal shavings. Therefore, it is likely the reported event was due to driveshaft scoring.

Event description:
The adj pin collet 2-2.3mm was sent for service and during failure analysis it was noted that there were metal shavings present on the shaft of the device. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The adj pin collet 2-2.3mm was sent for service and during failure analysis it was noted that there were metal shavings present on the shaft of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.